Event description:
Same case as 2134265-2014-06713 and 2134265-2014-06801. It was reported that automatic pullback failure occurred. It was noted that the motor drive unit failed to do automatic pullback. No patient was involved.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).